Event description:
A report was received from a user facility in lebanon stating: "the cutter stopped during surgery. After pushing in the foot control, the cutter started and stopped again. Needed to change the pack. No patient injury."